Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. A lot search was performed and revealed no other complaints to date on this lot number. The co's follow-up could not confirm if a pre-placement cavogram was performed prior to filter placement or if continual flushing of the carrier system during the implant procedure was performed, the co believes, these factors may have contributed to this event. However, co is unable to determine the exact cause for this event.